Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device firing in the antrum, during an slg procedure, it was noted that there was poor staple formation and an incomplete staple line distally. Surgeon used another reload to resolve the issue. No patient injury.